Event description:
New information received notes the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced in a procedure on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to program and interrogation issue was confirmed. The error appearing on the programmer screen upon interrogation was caused by the memory corruption. The cause of memory corruption was determined to be due to electromagnetic interference (emi) exposure. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes the patient's implantable cardioverter defibrillator (ICD) had magnetic resonance imaging (MRI) that was related to the event. The proper mr procedure was not followed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to program and interrogation issue was confirmed. The error appearing on the programmer screen upon interrogation was caused by the memory corruption. The cause of memory corruption could not be conclusively determined. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported a patient presented for an unrelated procedure on (B)(6) 2023. During procedure the implantable cardioverter defibrillator (ICD) presented with failure to interrogate and an error in which the settings could not be changed. No further changes were reported. There were no patient consequences.